Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2012 and topical skin adhesive was used. Approximately three to four days post operative, the patient developed an allergic reaction where the adhesive was applied. The adhesive was removed and no further surgical treatment was required. The surgeon opines that the patient had an allergic reaction. The patient is now doing better. No further information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.